Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that decreased sensing and high capture threshold were observed when a patient presented in-clinic for follow-up. The lead was explanted and replaced when lead repositioning was unsuccessful. The patient was in good condition post-procedure.